Event description:
It was reported that the needle of the bd intregra¿ syringe with detachable needle failed to retract after the injection. The following information was provided by the initial reporter: "the integra needle did not retract after giving im injection."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the needle of the bd intregra¿ syringe with detachable needle failed to retract after the injection. The following information was provided by the initial reporter: "the integra needle did not retract after giving im injection."

Event description:
It was reported that the needle of the bd intregra¿ syringe with detachable needle failed to retract after the injection. The following information was provided by the initial reporter: "the integra needle did not retract after giving im injection."

Manufacturer narrative:
H6: investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed.